Event description:
The pt had been experiencing intermittent crackling an popping sounds with his ci. He had also experienced fluctations in loudness with his device. He had swapped out all extenal components but the symptoms still persisted. Testing of the device in 2005, showed that the ground path impedance fluctated between 1.11 and 3.06 on serial recordings. He has been unable to understand speech. He reported that it had become worse since last weekend.